Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited possible r-wave undersensing during several stored ventricular episodes. Technical services reviewed episodes v-23, v-24, and v-25 and identified a few missed ventricular signals; however, these did not appear to impact the outcome of the episodes or delay therapy. A low r-wave amplitude status message was also noted, with recent amplitudes ranging between high and low values, suggesting intermittent signal variability. No inappropriate pacing or adverse patient effects were reported, and the device remains in service.